Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the seat upholstery sags, the back upholstery has a small rip.